Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the customer used the infusion admin set for chemotherapy. During use the administration leaked onto the patient's bed. The patient also got wet from chemotherapy. The reporter stated that their investigation shows that the tubing on the admin set separated from the male-luer in the end toward the medicine bag. There was no patient injury reported.